Event description:
After withdrawing the needle from the pt's arm the safety device was activated; however, blood was running out of the barrel all over. The blood after a short time clotted right in the barrel of the device.